Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) exhibited post paced t-wave over-sensing. Programming changes were made. Patient condition was stable and would continue to be monitored.